Event description:
The pt reportedly is experiencing sound quality issues. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. The pt has extracochlear electrodes. Revision surgery is being considered.